Manufacturer narrative:
On (B)(6) 2024, the user reported the cgm system showed results that were different from glucometer measurements. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. The sensor functional performance testing also did not show any indication of malfunction. Per case notes, the user reported an infection at the insertion site (MFR # 3009862700-2024-00817) on (B)(6) , 2024. A review of in vivo sensor data showed optical instability around (B)(6) and onwards. This is potentially due to the infection still present at the insertion site and most likely contributed to the observed sensor inaccuracies. As part of resolution, the RMA was authorized to offer the user a sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 10 october 2024. G3. Date received by manufacturer 07 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 13, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.